Event description:
It was reported to philips that the device required unspecified maintenance and repairs. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
The customer contacted the philips response center. The customer requested philips send a quote to be used for repairs and maintenance of their equipment. Additional details were not provided. The customer cancelled the quote. Philips is unable to rule out that a malfunction did not occur. As philips did not evaluate this device, a definitive cause for the alleged failure could not be determined. The device remains with the customer. No conclusion can be drawn. There is no indication of a systemic problem. No further investigation or action is warranted.